Event description:
A (B)(6) male patient contacted zoll customer support for assistance downloading. When customer support was walking the patient through the necessary downloading steps, the patient reported that the charger/modem screen would not respond. When prompted to power cycle the device, a number of charger restarts occurred. The patient was issued a replacement charger/modem.

Manufacturer narrative:
Device evaluation of charger/modem (B)(4) has been completed. The reported problem (screen does not respond/restarts) has been confirmed. As received, the charger/modem was experiencing constant resets. The cause of constant resets is corrupted flash programming. The root cause of the corrupted flash programming cannot be positively identified. No adverse event resulted from the defective memory. The patient received a replacement charger/modem.